Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional finding of distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. (B)(4) no anomalies found. Additional finding of all conductors blood/body fluid (not obstructed). Full lead returned and analyzed.

Event description:
It was reported that during an implant, the physician attempted to implant two different left ventricular (lv) leads but both leads had positioning/fixation difficulty and high/unstable/unmeasureable thresholds. There was also an apparent conductor fracture on one of the lv leads. Neither of the two leads were implanted and another lead was implanted. No patient complications have been reported as a result of this event.